Event description:
It was reported by service report that the power prong from the power cord was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose power prong.